Manufacturer narrative:
Investigation summary: "material #: 301746. Lot/batch #: 1265133. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd vacutainer® flashback blood collection needle that the hub is separating from the device. The following information was provided by the initial reporter and translated to english: ¿the nurse in charge of preparing for blood collection found the needle separated from hub when checking the disposable venous blood collection device, and promptly replaced the patient with a new blood collection device."